Event description:
It was reported that the device was explanted due to high impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported high voltage lead impedance was confirmed. X-ray analysis identified a fractured rv header wire connection. This would account for the reported high impedance measurements. No other anomaly was found.